Manufacturer narrative:
H6. Investigation summary: bd received 1 photo has been attached by the customer in support of this complaint. Evaluation of photo showed that there was a piece of broken yellow hemoguard cap inside the tube. 100 retained samples were visually inspected, and no fm was found. Bd was able to duplicate or confirm the customer¿s indicated failure mode with the photo provided. Bd was not able to identify the exact root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that foreign matter was found in bd vacutainer® sst¿ ii advance plus blood collection tube. Tube was not used so there was no patient impact.